Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to enter a bolus and deliver insulin. Customer was advised that due to battery out limit alarm, insulin pump was on time and date. Customer's blood glucose was 248 mg/dl. It was reported that battery was out of insulin pump greater than duration due to customer removing battery for twenty minutes due to a failed battey alarm. Customer was assisted with alarm and after troubleshooting, insulin pump received another failed battery alarm. Customer was able to program a bolus.